Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted

Event description:
Rep reported that the health care user had difficulty in determining the valve position. Once the valve position was achieved the indicator gave the correct reading, however the magnet heaviness when placed over the device caused it to move slightly in addition to the child's movement. The magnet was used 4-5 times to try to move the valve from setting 3 to setting 8 without any success at all. The indicator then read 1, 2 or 3 at various times. After 4-5 times of trial, the setting was moved from 3 to 5, confirmed by indictor reading. Then she tried another 2-3 times to move the setting from 5 to 8. Because of the multiple trials, she asked for an x-ray to confirm the setting, which the x-ray did. In total, this took about 25 minutes. The child had to be reprogrammed several hours later, which took another 20 to 25 minutes with similar process as described above.